Manufacturer narrative:
Investigation: one (1) sample and two (2) photos were provided by the customer for investigation. The returned sample has a light blue needle hub assembly. Two (2) photos were also provided by the customer. One (1) photo shows a needle hub assembly which is light blue in color. The second (2nd) photo shows the needle outer diameter being measured using a micrometer. It has a reading of 0.02055 (inches) indicating that is it a 25-gauge needle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. It was found that 25-gauge product was not immediately assembled on any of the machines involved in the production of this batch. Therefore, it is likely that a needle hub assembly was hung up somewhere in the multivac packaging machine and that it got mixed in with the packaging of the batch associated with this complaint. This mixed product was the automatically packaged without an operator seeing it.

Event description:
It has been reported that one needle ns 27ga 1in blt sq grd w/o shld hub was found in a bag of the wrong product before use. The following has been provided by the initial reporter: it was reported that a 27 ga cannula (blue hub) was found in 27 ga cannula (gray hub) order. Date of occurrence: (B)(6) 2019 suspect lot: 8249717 description: 27 ga cannula (blue hub) found in 27 ga cannula (gray hub) order.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle ns 27ga 1in blt sq grd w/o shld hub was found in a bag of the wrong product before use. The following has been provided by the initial reporter: it was reported that a 27 ga cannula (blue hub) was found in 27 ga cannula (gray hub) order. Date of occurrence: (B)(6) 2019. Suspect lot: 8249717. Description: 27 ga cannula (blue hub) found in 27 ga cannula (gray hub) order.